Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during patient therapy, the thermogard xp ivtm system (sn: (B)(4)) was displaying mid: 16 (software) error message. Another thermogard xp ivtm system was used to continue and complete temperature management therapy. No patient sequelae reported.